Event description:
N/a.

Manufacturer narrative:
As reported in a research article, retrieval of an embolized left atrial appendage occluder from the aortic arch using a transcatheter retrieval device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: retrieval of an embolized left atrial appendage occluder from the aortic arch using a transcatheter retrieval device.

Event description:
The article, "retrieval of an embolized left atrial appendage occluder from the aortic arch using a transcatheter retrieval device", was reviewed. The article presented a case study of a 70-year-old male patient with atrial fibrillation. It was reported that on an unknown date, a 25mm amplatzer amulet was chosen for implant. During procedure, the close criteria and tug test were verified before device deployment. Post-procedure, during a 45-day follow-up transesophageal echocardiography (tee), it was reported the 25mm amplatzer amulet had embolized in the transverse arch of the aorta. The patient remained asymptomatic. A decision was made to retrieve the embolized device via transcatheter snare using the ono transcatheter retrieval system. The patient status was reported discharged. [The primary and corresponding author was muhammad raza, deborah heart and lung center, 200 trenton road, browns mills, new jersey 08015, USA, with corresponding e-mail: razam@deborah.org].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature: retrieval of an embolized left atrial appendage occluder from the aortic arch using a transcatheter retrieval device.